Manufacturer narrative:
Should the information be provided later, a supplemental medwatch will be sent. Nose cone. The handpiece was received attached to a har36. The handpiece was attached to an har36 instrument. The har36 instrument was detached from the handpiece and was evaluated individually. The nose cone of the instrument was noted to be cracked. No functional testing could be performed as the nose cone was cracked and no instrument could be attached to the handpiece for testing. The instrument was disassembled to inspect internal components. The moisture indicator was positive, the washers were present and the acoustic isolator was torn. The transducer assembly was not held in place due to the cracked nose cone, so torquing on the disposable resulted in twisting only the handpiece transducer assembly until the internal wires got disconnected. In addition, the outer wire jacket was noted to have degradation. The handpiece has a number of seals to prevent fluids from entering the housing. "Positive moisture indicator¿ describes a condition where water enters the handpiece cavity during the steam sterilization process. The primary path of ingress is the distal seal, this may be caused by a reduction of the compressive force on the distal seal. A possible cause of the nose cone being cracked is the sterilization method due to the heating and cooling of the sterilization cycles is a stressor. It is probable that the ingress of moisture affected handpiece functionality.

Event description:
It was reported that the disposable would not tighten properly and when the customer attempted to remove the device it would not disconnect. This happened before a total laparoscopic hysterectomy. The case was completed with a second hand piece and a second disposable. No patient consequence. Both devices will be returned, the disposable will be replaced.